Manufacturer narrative:
Additional information: sections d-4 (expiration date) and h-4 (device mfg date) have been updated. Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned as of this report. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor kit passed all tests prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the adc freestyle libre sensor detached prematurely on the day of application and was unable to obtain scan readings. The customer became hypoglycemic, experiencing a loss of consciousness and dehydration, and was treated with IV fluids by the healthcare provider. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the adc freestyle libre sensor detached prematurely on the day of application and was unable to obtain scan readings. The customer became hypoglycemic, experiencing a loss of consciousness and dehydration, and was treated with IV fluids by the healthcare provider. There was no report of death or permanent injury associated with this event.